Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Follow up by technical support (ts) revealed that the issue did not resolve. The customer was instructed to make fresh controls. After the fresh controls were made, no further issues were reported. No further action was required and the issue was determined to be resolved. The most probable cause of the reported event was due control material degradation.

Event description:
On (B)(6) 2016, the customer reported poo peaks between the sa1c and ao on level 1 on the g8 instrument. Technical support discussed the possibility of control degradation but suggested that the customer recalibrate the device then repeat the controls. The customer is unable to run patient samples on hba1c diabetes assay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.